Event description:
The buck's traction boot caused blisters on the leg. The boot manufacturer, medline, changed the location of where the boot was made. This boot in question was slightly larger and had different foam (stiffer/harder egg crate type foam) made in (B)(6). The older version, which we have used without issue, was made in (B)(6) with a softer foam and slightly smaller in shape. The ref number (B)(4) and the barcode (B)(4) are the same on both packages. The lot numbers are different-(B)(6) older version lot number is 1545h1381. The older version from (B)(6) has rx on the label and the (B)(6) package does not. Manufacturer response for traction boot, bucks traction boot (per site reporter): the representative was present when we made the discovery of the old and new version/location of manufacture. He also noted the difference between the (B)(6) and (B)(6) version of the boot materials and composition.